Event description:
A report was received regarding a tandem mobi cartridge alarm experienced by the customer during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to use multiple daily injections as a backup therapy for insulin delivery. A new replacement pump was sent to the customer by technical support, as the pump was still under warranty. Instructions for placing the faulty pump into storage mode and returning it to tandem were provided, and the customer acknowledged understanding all instructions.